Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event could not be confirmed. The exact cause of the event could not be determined because the device was not returned and insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the right hip was revised because the femoral stem subsided. All other components stayed in.

Event description:
It was reported that the right hip was revised because the femoral stem subsided. All other components stayed in.